Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon multiple inflations at 6 atmospheres for 30 seconds. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.